Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg incision site had opened, and fluid discharges were noted. An infection was suspected. The patient underwent a revision wherein the pocket site was cleaned and re-sutured. The patient was doing well and was placed on antibiotics.